Event description:
On (B)(6) 2024 a peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was experiencing abdominal pain and went to the emergency room (ER) on (B)(6) 2024. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The patient¿s white blood cell (wbc) count came back as 9,9 (unknown units). The patient was initiated on antibiotic therapy with vancomycin 1,000mg in 250ml sodium chloride (nacl) 0.9% intravenous piggyback (ivpb) to be given daily from (B)(6) 2024 through (B)(6) 2024. Additionally, the patient was prescribed cefepime 1,000mg in 100ml nacl via ivpb every other day from (B)(6) 2024 through (B)(6) 2024. The pd effluent culture resulted positive for pseudomonas aeruginosa. The pd catheter (not a fresenius product) was removed, and the patient transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis was attributed to touch contamination by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between the use of the liberty cycler set and the patient event of peritonitis with hospitalization, pd catheter removal, and transition to hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The cause of the peritonitis has been attributed to touch contamination by the patient. This is supported by the culture results of pseudomonas aeruginosa. Pseudomonas aeruginosa is an organism commonly found in the environment and appears in wet areas like bathtubs and sinks. It can also be found on skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On 11/jul/2024 a peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was experiencing abdominal pain and went to the emergency room (ER) on 04/jul/2024. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The patient¿s white blood cell (wbc) count came back as 9,9 (unknown units). The patient was initiated on antibiotic therapy with vancomycin 1,000mg in 250ml sodium chloride (nacl) 0.9% intravenous piggyback (ivpb) to be given daily from 04/jul/2024 through 13/jul/2024. Additionally, the patient was prescribed cefepime 1,000mg in 100ml nacl via ivpb every other day from 04/jul/2024 through 11/jul/2024. The pd effluent culture resulted positive for pseudomonas aeruginosa. The pd catheter (not a fresenius product) was removed, and the patient transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis was attributed to touch contamination by the patient.